Event description:
On two separate occasions, the varis record and verify system have not recorded a treatment delivered to a pt. For these two occasions, there is no common variable other than the varis system. The errors occurred on different treatment units, different radiation therapists performing the treatment, different treatment days and different pts. Error #1: treatment unit: varian 2100c linear accelerator; treatment day 5/28/98; problem: the last of three fields treated was not recorded; witness, only the treating therapist saw the error. Error #2: treatment unit: varian 600c linear accelerator; treatment day 6/25/98; problem: the last of two fields treated was not recorded; witness, three personnel verified the monitor units delivered were correctly demonstrated on the linear accelerator control console but the varis display did not record the treatment event. The errors were noted by the dept and a manual edit was performed by dept personnel of the electron data reflect the actual dose. The dept also maintains a manual dose accumulated record.